Manufacturer narrative:
(B)(4). The customer returned one 3-lumen catheter. The catheter contained obvious signs of use in the form of biological material. Visual examination revealed the distal lumen was separated; the proximal end of the extension line was not returned. The fractured surface was microscopically examined, and it was determined that the damage was consistent with the lumen coming in contact with a sharp object (scissors, scalpel, needle, etc.). The edges were smooth and blunt. The length of the distal extension line measured to be 25 mm which indicates at least 31 mm was separated and not returned per product drawing. The total length of the catheter measured 217 mm which is within specifications of 207-227 mm per product drawing. The outer diameter of the distal extension line measured to be 1.70 mm which is within specifications of 1.68-1.78 mm per product drawing. The inner diameter of the extension line measured to be 1.22 mm which is within specifications of 1.14-1.24 mm per product drawing. This indicates that the wall thickness measured as expected. The distal end of the catheter was clamped and the medial and proximal lumens were pressurized using a water-filled lab inventory syringe. No leaks were observed. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "to minimize the risk of cutting the catheter do not use scissors to remove the dressing". The customer report of a separated extension line was confirmed by complaint investigation of the returned sample. The distal lumen was separated and contained damage consistent with coming in contact with a sharp object. The catheter passed all relevant dimensional and functional testing. A device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the catheter had a leak.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the catheter had a leak.